Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). Analysis was unable to perform basic occlusion, occlusion, excessive no delivery test due to prime anomaly. The pump had a scratched display window and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).

Event description:
The customer reported via phone call that the pump had a prime/fill anomaly. The blood glucose at the time of the incident was 99 mg/dl. The customer states they are unable to exit the complete/bolus delivery loop. The customer states the numbers did appear on the screen and was able to see insulin exit during prime. The customer sates she pressed the esc to go to the prime, but it started rewinding again. Troubleshooting was not able to resolve the issue. The customer was advised that the insulin pump will need to be replaced. The device will be returned for analysis.